Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported soreness at pocket site and leg pain from upper thigh to sometimes down to toes. The environmental/external/patient factors that may have led or contributed to the issue was a fall in (B)(6) 2018. The rep was notified and saw the patient on (B)(6) 2019. At that time, the rep reprogrammed their ins, but couldn't find a program that was able to stop the leg and pocket pain. As a result of what was reported, the device was turned off. The rep and patient will talk in a few weeks about a lead and pocket revision or possible explant. Surgical intervention did not occur at the time of the report, but it is planned. No device issue was reported and no further patient complications have been reported as a result of this event.